Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed during testing. 1 device was found to be affected by a broken accessory and a damaged drive shaft. 1 device was found to be affected by a broken accessory; however, this was found to be a non-stryker accessory. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which an accessory broke while using with the device. There was patient involvement; no patient impact. One of the events was known to occur during a total knew procedure.